Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system and a large navitor loading system. During deployment, device embolization occurred. No device was ultimately implanted. The patient was reported to be in stable condition.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system and a large navitor loading system. There was sufficient calcium to allow anchoring of the valve. Pre-dilatation was performed with a 23mm tru balloon. During deployment, the implant depth at 80% was 4mm on the ncc and 4-5mm on the lcc; the depth remained unchanged at release prior to device embolization. The flexnav was in neutral position and the guidewire was in a midventricular position. All 3 tabs were confirmed to have successfully released. However, device appeared under-expanded and post-dilatation was performed with another 23mm tru balloon. Then, embolization occurred. A gooseneck snare was used to pull the navitor into the ascending aorta, however this was unsuccessful. The navitor valve did not block any arteries. No device was ultimately implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of migration or expulsion of device was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicated that a gooseneck snare was used to pull the navitor into the ascending aorta with no success. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause for the reported device migration could not be determined. It is possible due to procedural conditions, however this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note that per the instructions for use: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage. Letter will not be sent as the device was snared due to procedural condition (migration).